Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2020 with blood glucose of 485 mg/dl. Customer checked blood glucose with glucometer and it was 356 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with insulin drip and serum for electrolytes in the hospital. Based on customer report customer did not allege insulin pump was under delivering. Customer stated auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.